Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition or the surgeon¿s selection of size of the implanted components; however, that could not be confirmed. Concomitant device(s): 300-30-08, 6799410 - eq preserve stem 8mm; 320-06-42, 6696483 - glenosphere 42mm; 320-10-00, 6806438 - eq rev adapter tray +0; 320-15-05, 6767827 - eq rev locking screw; 320-20-00, 6780020 - eq rev torque screw kit.

Event description:
As reported, approximately 2 weeks after the initial implant, the male patient dislocated their right shoulder. The patient was revised, changing the glenosphere and put in a new stem adapter tray and poly. Patient was last known to be in stable condition following the event. The product will not be returned due to facility policy.